Event description:
During a follow-up visit on (B)(6) 2012, a non-sustained noise episode, dated (B)(6) 2012, was stored within the memory of the ICD. Reportedly, r wave trend and impedance were constant and normal. The patient also reported a recent purchase of a portable induction kitchen, so the physician suspects external interference. Testing related to his equipment suggested emi that inhibits telemetry, but noise could not be confirmed since temporary programming is interrupted each tie the kitchen is turned-on. Also, noise episodes were not present within the memory of the ICD. The patient also reported feeling a slight passage of current when touching a cow fence under a high voltage line; ICD memory date also recorded oversensing episodes on 10/12/2011 and 10/15/2011 due to this. The physician indicated that this current was actually induced by the fence due to the hight voltage line above.

Manufacturer narrative:
On 02/15/2013, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.